Event description:
It was reported by the hospital that the pacemaker exhibited unspecified capture threshold issue. Programming changes were made to achieve better threshold measurements. The patient was in stable condition.

Manufacturer narrative:
The reported event of unspecified capture issue was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, capture test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Analysis was normal. No anomalies were found.